Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 30.0 mmol/l and 6.8 mmol/l. On another occasion, customer reportedly received the following results on the same compact plus system within 10 minutes: hi and 3.2 mmol/l. Hi, which on the system indicates a result in excess of 600 mg/dl. The lot number of the test drum was not provided. No adverse event reported. Return of the suspect device was requested for evaluation.